Event description:
Complainant alleged that the clinicians were monitoring a patient(age and gender unk), but the device displayed an intermittent "defib pad short" error message. The clinicians then obtained another device to successfully monitor the patient. The complainant indicated that there were no adverse effects on the patient as a result of the reported malfunction.